Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a free flow of propofol due to broken platen hinge is confirmed based on the received observation condition of the platen assembly on the suspect pump module s/n: (B)(6); however, the free flow was not replicated during the investigation. The pump module was the only device received and the pump module log does not provide information on what drug is programmed. It only provides rate, vtbi and alarm status associated with the pump module. The associated pump module event log showed an infusion was infused at the rate of 13.5ml/h beginning on the date (B)(6)2023 and was terminated early on the date (B)(6)2023. The pump event could not determine why the infusion that was programmed to infuse for approximately 3 hours and 45 minutes was terminated early after only infusing for approximately 3 hours and 25 minutes. The investigation could not determine when the platen upper hinge post breakage occurred. The pump module was received with the rear case and door having impact dents present, along with the broken upper platen hinge post. It could not be determined if the platen, and rear case damage are related from a single use error event. The pump module passed repeated rate accuracy testing with no observances of unregulated flow occurring. The platen assembly had maintained proper alignment during the infusion testing. The administration set was not returned for investigation; therefore, it could not be inspected or tested. Bd identified that use error was the cause for breakage at the upper platen hinge post.

Event description:
It was reported a free flow of propofol had occurred due to broken platen hinge. A 100ml bag of propofol was hung at 2306 with an intended rate of 13.5 ml/hour. At 0230, the propofol was found to be empty. Upon inspecting of the large volume pump module, it was discovered that top hinge on the platen door was broken that resulted in free flow condition. The patient became hypotensive and was over sedated during the event. The customer reported that this is second time the malfunction been observed. A previous reported incident is currently captured in pr (B)(4). Although requested, further information was not provided. A copy of the medwatch report from FDA was received, which states, "hung 100ml vial of propofol at 2306. Pump set to infuse at 13.5ml an hour; 100ml vial of propofol found empty at 0230 on (B)(6) 2023. Alaris pump suspected to be infusing faster than programmed rate. Upon visual inspection of the IV module, it was discovered that the top hinge on the platen door was broken resulting in a free-flow condition. This device malfunction has been observed once before at our facility."

Event description:
It was reported a free flow of propofol had occurred due to broken platen hinge. A 100ml bag of propofol was hung at 2306 with an intended rate of 13.5 ml/hour. At 0230, the propofol was found to be empty. Upon inspecting of the large volume pump module, it was discovered that top hinge on the platen door was broken that resulted in free flow condition. The patient became hypotensive and was over sedated during the event. The customer reported that this is second time the malfunction been observed. A previous reported incident is currently captured in pr (B)(4). Although requested, further information was not provided. A copy of the medwatch report from FDA was received, which states, "hung 100ml vial of propofol at 2306. Pump set to infuse at 13.5ml an hour; 100ml vial of propofol found empty at 0230 on (B)(6) 2023. Alaris pump suspected to be infusing faster than programmed rate. Upon visual inspection of the IV module, it was discovered that the top hinge on the platen door was broken resulting in a free-flow condition. This device malfunction has been observed once before at our facility."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.